Manufacturer narrative:
Investigation pending.

Event description:
Caller (daughter of pt) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 3.4; lab: ng. Date: (B)(6) 2011; inratio: 2.0; lab: 1.2. Doctor told pt to hold her coumadin for 2 days on (B)(6) 2011. She took coumadin on the morning of (B)(6) 2011 and tested on her meter at 10:30am. Pt had atrial fibrillation syndrome, shortness of breath and a sick stomach. She was later hospitalized around 6:00 pm that day. Pt was treated with an anticoagulant shot (possibly lovenox) in the stomach and is still hospitalized as of (B)(6) 2011.